Manufacturer narrative:
Additional information: according to currently available information, damage to the active electrode likely caused by minute device mobility is plausible. However, to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
The recipient has reportedly at least four electrode channels showing high impedance. This has occurred gradually over time and there has been a deterioration in speech perception. It was originally planned to reimplant the recipient on (B)(6)2023. However, as per information received on (B)(6), 2023, the surgery did not take place and no new date has been provided.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipient has reportedly at least four electrodes channels showing high impedance. This has occurred gradually over time and there has been a deterioration in speech perception. It is planned to poceed with reimplantation.

Manufacturer narrative:
Additional information: according to currently available information, damage to the active electrode likely caused by minute device mobility is plausible. However, to determine an exact root cause a device investigation of the explanted device is necessary. The concerned device was explanted but is not available for investigation.

Event description:
The recipient has reportedly at least four electrode channels showing high impedance. This has occurred gradually over time and there has been a deterioration in speech perception. The user has been later reimplanted on (B)(6) 2023. However, the device will not be returned to hq for analysis, since the hospital could not locate it anymore.